Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat premature ventricular contractions (pvc) on the left ventricle, an intellanav mifi oi catheter was selected for use. During the procedure the physician noticed that the catheter was not irrigating correctly. The irrigation tube at the handle of the catheter was broken. No error messages were displayed during the procedure. The irrigation was not stopped manually. It is unknown for how long the catheter had not been irrigating. The flow rate was 2ml standby flow, 17ml -30ml (cut off 30w). The catheter was replaced, and the issue was resolved. The procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Event description:
It was reported that during an ablation procedure to treat premature ventricular contractions (pvc) on the left ventricle, an intellanav mifi oi catheter was selected for use. During the procedure the physician noticed that the catheter was not irrigating correctly. The irrigation tube at the handle of the catheter was broken. No error messages were displayed during the procedure. The irrigation was not stopped manually. It is unknown for how long the catheter had not been irrigating. The flow rate was 2ml standby flow, 17ml -30ml (cut off 30w). The catheter was replaced, and the issue was resolved. The procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis could not be performed. However, based in the picture attached in the complaint is possible to confirm the partially detached/separated tube from the luer fitting at the adhesive joint. The reported complaint is confirmed.

Event description:
It was reported that during an ablation procedure to treat premature ventricular contractions (pvc) on the left ventricle, an intellanav mifi oi catheter was selected for use. During the procedure the physician noticed that the catheter was not irrigating correctly. The irrigation tube at the handle of the catheter was broken. No error messages were displayed during the procedure. The irrigation was not stopped manually. It is unknown for how long the catheter had not been irrigating. The flow rate was 2ml standby flow, 17ml -30ml (cut off 30w). The catheter was replaced, and the issue was resolved. The procedure was completed without any patient complications. The catheter has been received for laboratory analysis.

Manufacturer narrative:
The complaint device has been received by boston scientific and laboratory analysis was performed. Media inspection was performed, the costumer attached a picture, and it was observed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Also the device presents mechanical cuts in the distal part of the catheter made by the physician. Functional test was conducted, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Laboratory analysis was able to confirm the reported clinical observations.